Event description:
The customer reported that the robot that connects the advia automation labcell to a non-siemens instrument dropped sample tubes. Sample tubes remained intact and operators were not exposed to biohazardous material due to the dropped tubes. The operator placed the tubes back on the track, and the samples were recentrifuged and routed to the non-siemens instrument for processing. There are no known reports of operator and patient interventions or adverse health consequences due to the dropped tubes.

Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. The cse analyzed the advia labcell automation system. The cse determined that the robot that connects the advia labcell to a non-siemens instrument dropped sample tubes. The issue is currently under investigation.

Manufacturer narrative:
The initial MDR 2432235-2014-00452 was filed on august 4, 2014. A siemens customer service engineer (cse) dispatched to the customer site determined that the robot that connects the non-siemens instrument to advia labcell was malfunctioning and dropping tubes. The cse replaced the robot main hose and cabling loop then retaught and monitored the robot. The robot is performing within specification. No further evaulation of the device is required.